Event description:
Customer reported a pt death. The pt reportedly had several episodes of vtach which did not alarm. Hosp staff reported the monitor appropriately alarmed for asystole. This pt was a "do not resuscitate" status.